Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, atrial pacing lead impedance and right atrial noise episodes were noted. Reprogramming was performed and the patient will be monitored. The patient's condition is fine.